Manufacturer narrative:
Investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-17160, 2017865-2019-17161. It was reported that the patient has deceased. There was no allegation from a healthcare professional that the death was related to the dual chamber pacemaker system. The cause of death was unknown.

Manufacturer narrative:
As received, a pacemaker was returned at normal elective replacement indicator for patient death. The device had not reached end of life. No anomalies were found.